Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes cracks or holes around the sample port. This was observed prior to use when the devices were still in the packaging. During follow up, the customer stated "some had holes and some had scratch marks". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) samples were received for evaluation. A visual inspection with the naked eye noted surface marks on the effluent lines. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified as surface marks, not holes; however, the marks do not affect the functionality of the set. The cause of the condition was caused by the grippers during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.